Manufacturer narrative:
Model number corrected to zmt225. Catalog number corrected to zmt225. The manufacturing record review indicated that the batch has passed all acceptance criteria for all tests performed and is within all specifications. The device manufacturing records were reviewed and showed no deviations. Diopter measurement records from this particular lens were verified and shown to be within specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
We received a report regarding a patient who was participating in a clinical study. The patient had two intraocular lenses implanted into his eyes on two separate occasions. The patient returned to the clinic for a follow up visit. There upon in one eye an anterior capsule fibrosis was diagnosed which was surgically removed at a later date. The date of procedure and which eye was involved were not provided.

Manufacturer narrative:
Additional information for the study patient indicated postoperative visual acuities: refraction: +1.75 -0.75 x 8° visus (sight) cc (cum correction) 1.0p (partial). The lens was implanted in the left eye (os). There was no patient injury. The iol was perfectly centered. The patient was satisfied after surgical removal of anterior capsule fibrosis. The patient was prescribed tobradex post operatively. The patient was not taking any medication prior to surgery. There were no intraoperative complications. The lens remains implanted. (B)(4). Lens not explanted. The lens remains implanted.